Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the anterior tibial artery. The ht command guide wire was advanced into the patient anatomy and an attempt was made to advance a catheter however the devices became stuck. The coating of the guide wire peeled off. The same issue occurred with an additional ht command guide wire. It is possible portions of the polymer coating remained in the patient anatomy. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported peeling/delamination was confirmed as a tear. The reported difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties or patient effect. It was reported that a balloon catheter met resistance with the guide wire during removal and the polymer was observed to be peeled. Factors that may contribute to difficulty removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Analysis of the returned wire confirmed the outer diameter was within specification. In this case, it is unknown what contributed to the reported difficulty during removal. Additionally, the analysis confirmed the reported polymer damage. The polymer was noted to be torn. In this case, it is possible that manipulation of the wire, when resistance was encountered, contributed to the reported polymer damage. The separated portion of the wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.